Event description:
It was reported that a dexcom g6 continuous glucose monitor failed to pair with the ilet after sensor start, and pairing remained unsuccessful for approximately three hours until the user toggled the sensor switch and restarted the sensor per guidance, after which pairing completed and no alerts occurred. Symptoms included no adverse clinical effects. Outcomes included dosing interruption risk due to lack of cgm pairing and impending dosing stop notifications. Investigation included troubleshooting and education with guided restart of the sensor and verification of successful pairing. Investigation of this case revealed a pairing failure between the cgm and the ilet, with functionality restored following sensor restart, indicating a transient connectivity issue without hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-interaction or transient communication error, resolved through standard troubleshooting.